Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were made.